Event description:
A malleable device was implanted on 9/16/86. Information received on 7/3/97 indicates the entire device was removed from the pt prior to 6/5/97, date and reason not indicated. Ams has requested add'l info.